Event description:
The pt was diagnosed with an infection. Symptoms included redness, swelling, fever, drainage and device pocket erosion due to rubbing on the pt's wheelchair armrests. The pt's last refill date was unk. The primary location of the infection was the device pocket. Cultures were taken from the device pocket and revealed pseudomonas and "infection" organisms. The device system was explanted. The pt received perioperative antibiotics and was treated post-operatively with IV antibiotics. The infection resolved. The pt did not have meningitis. They were unable to wean the pt off of the intrathecal baclofen (itb) prior to surgery. The pt went through withdrawal symptoms that included hyperthermia (108 degrees f), rigidity and pruritus. The pt had to be intubated due to the withdrawal symptoms for 5 days until a lumbar puncture was done under fluoroscopy, and an intrathecal baclofen bolus was given. The medications being delivered via the device system was lioresal.